Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for the guide sleeve, part and lot number unknown. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported a drill bit interfered with the nail and the tip of the drill bit (about 3 mm length) was broken. A broken piece remained in the bone, but the operation was finished. The operation was extended for 20 minutes. This report is for the unknown guide sleeve. This is report 5 of 5 for (B)(4).